Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus). Four weeks later the surgeon attempted to activate but felt mushy fluid around the pump. On a later the pump was explored, and scrotal infection noted. The entire device was removed and washout with antibiotics. No further patient complications were reported.